Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath residue on catheter. The following information was provided by the initial reporter, translated from spanish to english: I am sending you the disclaimer that I received from the tomography area, who noticed that in the last deliveries of the abbocaths, these were contaminated with a residue that would not be typical of the pathway. These cannot be used and need to be replaced by others that are not in this condition. The technical coordinator stated that there is a risk that these unknown particles may enter the patient's bloodstream at the time of injection and the consequent problems they may cause in the body.

Manufacturer narrative:
To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, it can be seen that the product contains visible silicone on the catheter component. It should be noted that this silicone does not cause harm and is used to aid in the penetration of the catheter during venipuncture. As a batch number was unknown for this incident, a review of the production history records could not be completed. Based on the sample analysis, it is most likely that this incident resulted from excessive silicone dispensed during the siliconization process of the catheter in the final assembly process. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information